Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturers investigation. The optical investigation of the returned implant showed that it was not fractured, but damaged with tools. Therefore, the complaint was classified as implant loss. H6 updated: medical device problem code: added 2408. Type of investigation: added 10. Investigation findings: added 213 h6 updated: medical device problem code: added 2408. Type of investigation: added 10. Investigation findings: added 213.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant fracture and the implant was removed.